Event description:
It was reported that during the implant procedure of this left ventricular (lv) lead there was loss of capture. Additionally, it was noted on the initial sheath slitting there was dislodgement of the coronary sinus lead. The sheaths were again removed and there was a notable decline in lead parameters without significant fluoroscopic displacement of the lead itself. The lead was left in the obtained positioned and secured to the deep fascia. There are no plans of a lead revision. At this time, the lead remains in service. No adverse patient effects were reported.